Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she went to urgent care due to a blood glucose level in the 300s which she could not bring down. Customer was then referred to go to the emergency room on (B)(6) 2016, where she was treated and released same day. The customer was wearing the insulin pump at the time of visit. Customer was not hospitalized. The customer declined to troubleshoot and nothing was replaced or returned.